Manufacturer narrative:
The mcs instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined; however, the isi csr provided a photograph of the affected mcs instrument. Review of the photograph by an isi failure analysis engineer found that the proximal side of the mcs instrument's tube extension has broken pieces. The affected section of the tube extension is not covered by the tip cover accessory. Based on the damage to the instrument as indicated in the photograph, it was concluded that the likely cause of the tube extension breakage mishandling/misuse.. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted surgical procedure during removal of the mcs instrument, a piece of tube extension from the instrument broke off and fell into the patient requiring the surgeon to enlarge the patient's port incision to remove the broken instrument piece. While a photographic image of the reported instrument showed that the damage to the instrument was likely due to mishandling/misuse; however, since the instrument was not returned to isi for failure analysis investigations, the root cause of the instrument breakage cannot be determined.

Event description:
It was reported that during a da vinci assisted gastrectomy procedure, the scissor on the monopolar curved scissors (mcs) instrument broke off and fell into the patient. The broken instrument piece was retrieved and the planned surgical procedure was completed with no patient harm due to broken instrument piece. On 12-14-2017 additional information regarding the reported event was provided by the intuitive surgical, inc. (Isi) clinical sales representative (csr) who initially reported this complaint. According to the csr, he was present for the surgical procedure. The csr indicated that the surgeon experienced difficulty removing the mcs instrument from the cannula and that the surgeon had to forcefully remove the instrument causing the instrument to split right above the orange warning label, thus a fragment fell into the patient. It was not the blade that fell into the patient. According to the csr as the surgeon was getting ready to close the patient, it was observed that a piece of the instrument had fallen into the fascia of the port incision. The surgeon had to make the port site incision a little larger and was able to remove the broken instrument piece using a surgical tweezer. There was no patient harm, adverse outcome or injury due to the reported issue. According to the csr, the surgeon believes, that the instrument breakage occurred as a result of extreme articulation while attempting to reach anatomy to perform lysis of adhesions. The surgeon believes that the instrument broke during that time, making it difficult to remove the instrument from the cannula. The csr provided a photograph of the affected mcs instrument and the photograph was reviewed by an isi failure analysis engineer. Review of the photograph by the isi failure analysis engineer found that the proximal side of the mcs instrument's tube extension has broken pieces. The affected section of the tube extension is not covered by the tip cover accessory. Based on the damage to the instrument as indicated in the photograph, it was concluded that the likely cause of the tube extension breakage was mishandling/misuse.